Manufacturer narrative:
A review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). The field service specialist (fss) visited customer site, inspected the unit and replaced the advantech, modified ethernet cable assembly, instrument manager (B)(4), network adapter printed circuit board assembly (pcba) and power supply. Fss completed the field service checklist, which the unit passed and it was found to comply with all abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that error 2012 (instrument host timeout error) occurred between cases on the whitestar signature system. There was no patient involvement reported and patient treatments were not delayed or cancelled as the account used their backup machine.